Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient tested for roche cardiac trop t (tnt) on a cobas h 232 analyzer. The cobas h 232 analyzer is not released for distribution in the united states, nor is it like or similar to a product released for distribution in the united states. Two samples from the patient were tested on the cobas h 232 analyzer. The first sample resulted as < 40 ng/l at 14:10 and the second sample resulted as < 40 ng/l at 18:50. Samples from the patient also had troponin testing performed on them using an unknown laboratory method. The first sample tested with the laboratory method resulted as 86 ng/l at 14:10. The second sample tested with the laboratory method resulted as 76 ng/l at 20:10. The patient was transferred to a hospital after consultation with a cardiologist. A sample from the patient was tested at the hospital laboratory with an unknown method on (B)(6) 2017 at 10:20, resulting as 85 ng/l. The patient was discharged on (B)(6) 2017 with a principal diagnosis of "non-acs troponin rise, possibly in the context of hypothermia". No errors occurred on the cobas h 232 analyzer before and after patient testing. The nurses believed they followed the correct procedure when performing the testing on the cobas h 232 analyzer. Internal quality controls were not run on the cobas h 232 analyzer for the month of december, but internal quality controls were within range on previous months. External quality control testing on the cobas h 232 analyzer was up to date and results were as expected. No adverse events were alleged to have occurred with the patient. The serial number of the cobas h 232 analyzer was (B)(4).

Manufacturer narrative:
It was initially reported that the second sample tested with the laboratory method resulted as 76 ng/l at 20:10. The 76 ng/l value is incorrect. The correct value is 79 ng/l. (B)(4).

Manufacturer narrative:
Relevant retention material of tnt test strip lot 230756 was measured on a qualified cobas h232 with: two native blood samples and two spiked blood samples (c=80 ng/l and c=90 ng/l). Each sample was measured three times. The blood samples were also measured on a cobas e 411 immunoassay analyzer (cobas e411). Results: mean of the measurements on qualified cobas h232: first native blood sample: <40 ng/l; second native blood sample: <40 ng/l; first spiked blood sample (c=80 ng/l): 75 ng/l; second spiked blood sample (c=90 ng/l): 100 ng/l. Cobas e411 measurements: first native blood sample: <3.00 pg/ml; second native blood sample: <3.00 pgm/l; first spiked blood sample (c=80 ng/l): 78.21 pg/ml; second spiked blood sample (c=90 ng/l): 97.09 pg/ml. The results of all measurements fulfill requirements. The customer's cobas h 232 analyzer and test strips were returned for investigation. Test strips from the customer (lot 230756) were measured on a cobas h 232 from the customer and on a qualified cobas h 232 with two native blood samples and two spiked blood samples (c=85 ng/l and c=80 ng/l). Each sample was tested once on the customer's cobas h 232 analyzer and once on a qualified cobas h 232 analyzer. The blood samples were also measured on a cobas e411. Results: measurements on cobas h232 from the customer: first native blood sample: <40 ng/l; second native blood sample: <40 ng/l; first spiked blood sample (c=85 ng/l): 86 ng/l; second spiked blood sample (c=80 ng/l): 76 ng/l. Measurements on qualified cobas h232: first native blood sample: <40 ng/l; second native blood sample: <40 ng/l; first spiked blood sample (c=85 ng/l): 82 ng/l; second spiked blood sample (c=80 ng/l): 79 ng/l. Cobas e411 measurements: first native blood sample: <3.00 pg/ml; second native blood sample: 5.19 pg/ml; first spiked blood sample (c=85 ng/l): 81.97 pg/ml; second spiked blood sample (c=80 ng/l): 78.34 pg/ml. The results of all measurements fulfill requirements. (B)(4).